Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Moisture damaged was confirmed on a electronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712wws was returned for analysis.